Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years post implant of this bioprosthetic valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to regurgitation of the conduit. It was reported that there was a ruptured chordae tendinae. No further adverse patient effects were reported.